Event description:
Device report from synthes (B)(6) reports an event in (B)(6) as follows: it is reported that the pin broke off. No further information is available. This is 1 of 1 reports for this event.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Investigation coordinated by synthes (B)(4). Report received indicates that the screw holder was investigated, and based on manufacturing and material documents and the result was that the product met specifications. Based on these results, we can exclude a manufacturing mistake. Based on the break on the surface it is obvious that the incident was caused by a forced rupture. Manufacturing documents were reviewed and no complaint related issues were found.